Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, self test and reset error test. All operating currents are within specification. Off no power alarm functions properly. No motor error alarm noted during bolus or basal delivery. The insulin pump was unable to prime during the primetest due to a faulty force sensor resistor. The occlusion test and excessive no delivery test could not be performed due to prime/fill anomaly. The motor was tested outside of the insulin pump and passed. The insulin pump had minor scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
The customer's mother reported via telephone call that the insulin pump alarmed for no delivery and motor errors. The insulin pump was exposed to a cat scan. The caller did not recall the blood glucose reading. She was advised that the customer should discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. She was advised that the insulin pump would be replaced and agreed to return the product for analysis.